Event description:
It was reported that the customer experienced issues with their pump not being usable with a full cartridge at times, as it would fall off their skin. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue further, and therefore the technical support team did not pursue additional actions.